Event description:
Metz scissors fell apart while being used by the surgeon during the procedure. All pieces were collected and accounted for from the surgical field. There was no patient injury. Attemping to obtain age of device and repair history.